Event description:
Pt was placed on fetal monitor when strip started showing that fetus was in distress. Pt was a planned c/s but due to the distress pt had stat c/s done. When monitor rechecked without being connected to anything, strip ran as if a fetus was in distress. (B)(4).